Event description:
It was reported that the patient presented for revision of the right ventricular (rv) lead due to low r wave amplitude and high capture threshold. During the procedure an attempt was made to reposition the lead. However, the helix failed to retract. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed, but the reported events of failure to capture and a sensing issue were not confirmed. The full lead was returned in one piece for analysis. The helix was extended and clogged with blood and tissue. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. Electrical testing, specification measurement and x-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. No other anomalies were found.